Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom "continuously alarms," which was not reproduced. The reported symptom was confirmed during a review of the event history log by the presence of constant upstream occlusion alarms in the log. The cause was determined to be a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump "continuously alarms" during preventative maintenance testing, which was clarified during baxter's evaluation as a constant upstream occlusion message. It was also reported there was no patient involvement.